Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had foreign material on the eog cap screw, and poor image quality. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: d5 - operator of device, g2 - report source, h3 - device evaluated by mfg? H5 - labeled for single use, h8 - usage of device. Additional fields: h2 - if follow-up, what type? H4 - device mfg date. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.